Manufacturer narrative:
The preliminary analysis of the returned device confirmed the reported issue.a review of manufacturing documents confirmed that the device was manufactured according to specifications.

Event description:
On (B)(6) 2018, during a crt-d implantation procedure, the physician proceeded to connect the leads after all leads were implanted in the patient. For connection of the atrial lead, the physician inserted the screwdriver into the atrial screwdriver slot without inserting the atrial lead into the atrial port , and then inserted the lead connector of the atrial lead into the port. He rotated the screwdriver for tightening of the atrial set-screw, but no click sound was heard. When the device header was checked, the distal atrial connector block was found to have been pushed out. The crt-d was thus replaced with another unit of the same model.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a crt-d implantation procedure, the physician proceeded to connect the leads after all leads were implanted in the patient. For connection of the atrial lead, the physician inserted the screwdriver into the atrial screwdriver slot without inserting the atrial lead into the atrial port , and then inserted the lead connector of the atrial lead into the port. He rotated the screwdriver for tightening of the atrial set-screw, but no click sound was heard. When the device header was checked, the distal atrial connector block was found to have been pushed out. The crt-d was thus replaced with another unit of the same model.